Event description:
Customer reported that the valve kept expanded after doing a measurement, blocking the urine's flow.

Manufacturer narrative:
Based on the available information, this is deemed a reportable malfunction. Customer notes when reporting that there could be sediments from the urine. No injury or adverse effects to the patient was reported. No additional event/patient details have been provided to date. A return sample for evaluation has not been received to date. Should additional information becomes available a follow-up report will be submitted. (B)(4).